Event description:
A customer reported that the applied biosystems 7500 fast dx real-time pcr instrument (catalog no. 4407205 serial no. (B)(4) shows breaks in the background of the amplification plot results. We were not made aware of any impact to pt management. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The field service engineer visually inspected the device and found that the connector and cable plug had burn marks. The fse replaced the lamp cable and controller board. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.